Manufacturer narrative:
As no lot number was provided, a ship history report (shr) was generated to determine the last 3 lots of the reported item shipped to the hospital in the 6 months prior to the reporting date. A review of the device history records was performed for the identified packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(4) (B)(6) 2015 complaint report was reviewed for the xcela PICC product family and the failure mode "hub extension tubing cracked/detached." No adverse trends were indicated. The reported complaint description cannot be confirmed, no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A potential root cause for the fracture could be erosion of the extension tubing at the hub joint due to prolonged exposure to alcohol and/or a similar cleansing agent. Extended chemical exposure may weaken the tubing-to-hub joint and make it more susceptible to fracture during handling of the hub/extension tubing during PICC access. A contributing factor my also be excessive twisting of the hub-to-extension tubing joint. Manufacturing process controls for the PICC device includes a 100% visual inspection of the tubing/luer interface, tensile testing of the molded luer-to-tube connection, a guidewire insertion test for lumen patency, and 100% leak testing. (B)(4).

Event description:
As reported, an indwelling xcela PICC was found to be fractured at the extension leg just below the luer necessitating removal of the device. The patient condition was indicated as being "stable".